Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 507652 implantable pacing lead, implanted: (B)(6) 2011; product ID 419488 implantable pacing lead, implanted: (B)(6) 2011; product ID 694765 implantable tachy lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The device met 72% of the expected longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.